Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that these were occlusion alarms could not be verified due to the product not being returned for failure investigation. A device history record review for model 2260-0500 lot number 23035442 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris pump module low sorbing set experienced occlusion. The following information was provided by the initial reporter: I was rounding at long¿s peak hospital and was told by birth unit nurses that they are experiencing more patient side occlusion alarms with low sorbing tubing when administering oxytocin.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module low sorbing set experienced occlusion. The following information was provided by the initial reporter: I was rounding at long¿s peak hospital and was told by birth unit nurses that they are experiencing more patient side occlusion alarms with low sorbing tubing when administering oxytocin.